Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Microsensor read -24 when plugged in the ICU. It later went up and down between -20 and about 10. Microsensor was placed somewhat close to a jp drain that may have exerted negative pressure on it so clinicians are not sure the microsensor malfunctioned. In answer to your questions below: all of the packaging was thrown away but on the device there is a bar code with 710385. Perhaps this is the lot number? No observable adverse consequences to the patient. Yes, I will return the device for evaluation. I will send to (B)(4) per your instructions. I was informed of the incident on (B)(6)-2014. (B)(6) 2014, the surgeon explanted the microsensor and the jp drain and replaced them both. The new jp drain was positioned further form the microsensor the second time.

Manufacturer narrative:
The device was returned and evaluated by the supplier. Upon completion of the investigation the supplier also performed a review of quality records related to the instrument. That review found the device met all manufacturing and quality testing/inspection specifications. The device evaluation found that there was no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluaiton, the supplier was unable to confirm the reported failure. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.